Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two infusion sites failed to adhere and detached with the applicator during insertion, while a third site adhered and functioned properly. The patient also experienced line block alarms that were resolved following tubing and infusion site changes. No further line block alarms were reported after replacement of the tubing and site. There was patient involvement and there was no reported patient injury.